Manufacturer narrative:
(B)(4). Date sent: 2/5/2026 d4: batch #unk additional information was requested, and the following was obtained: -the procedure was probably at the 4th firing of the intracorporeal overlap anastomosis. -the damaged part is the cartridge. -additional suture was performed in areas where the staples were not successfully formed. -the patient's condition is no problem after the surgery. - did the device deliver any staples? =>yes if yes, were the staples formed properly?=>no if yes, was the staple line complete? =>no - did the device cut?=>yes if yes, was the cut line complete? =>no if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?=>unk - was there any difficulty opening the device?=>no if yes, how was the device removed from the patient?=>na if yes, did the jaws eventually open?=>na - was the device jaw damaged?=>no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a97u1a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when tried to staple, the knife would not go through the damaged area, and it tried several times. After that, it did go through, but it was found that there were areas that had not been sutured when checked the sutured site, and the main body and cartridge were broken, and there was an area that the stapler had not come out properly. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 2/20/2026. D4 batch #a97r3h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and with a gst60d reload not properly loaded on the device. The reload was received fully fired and with severe damage on reload deck. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Additionally, an event was found that caused the device to experience a false lockout event, though the cause of the error has not been identified. The device can recover from this state by re-clamping the device. Additionally, photo was provided and they showed a device 60mm with a gold reload loaded. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97r3h, and no non-conformances related to the reported complaint condition were identified.